Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had a system failure alarm / and the leak test was not passing. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to duplicate any issues. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had a system failure alarm / and the leak test was not passing. There was no patient involvement, and no adverse event reported.